Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The surgeon disagreed with the inclination value readout and stated that the cup appeared more vertical. The outcome of the case was successful.

Manufacturer narrative:
Reported event: an event regarding a inclination discrepancy involving a rio®upgrade disk pka 2.5.6.2 and tha 3.1 catalog: 211355 was reported. Method & results: device history review: not performed as the reported device is software. Rio serial number not reported. Complaint history: based on the device identification (pn 211355) the complaint databases were reviewed from 2011 to present for similar reported events regarding inclination discrepancy. There were only 7 other reported events (B)(4). Conclusion: device inspection could not be performed, no session data was provided. Four communication attempts were made. Session files were not provided for evaluation.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The surgeon disagreed with the inclination value readout and stated that the cup appeared more vertical. The outcome of the case was successful.